Event description:
It was reported that the ceramic liner put into this patient was loose. The surgeon had placed the liner in the trident shell and another surgeon impacted it. The surgeon that impacted it noted that he is not sure if the liner had been correctly engaged in the locking mechanism in the trident shell. The surgeon has decided to leave everything in situ as the patient is asymptomatic.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains insitu. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding seating/locking issues involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information is needed to fully investigate the event.

Event description:
It was reported that the ceramic liner put into this patient was loose. The surgeon had placed the liner in the trident shell and another surgeon impacted it. The surgeon that impacted it noted that he is not sure if the liner had been correctly engaged in the locking mechanism in the trident shell. The surgeon has decided to leave everything in situ as the patient is asymptomatic.